Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on the day of the event. The alarm trace showed abnormal calibration for na, k, and cl, abnormal aspiration, and sample clot detection alarms. The field service engineer (fse) found that a vacuum nozzle screw was loose and tightened it. The fse cleaned the dilution vessel and the sipper nozzle stylet, and performed calibration, qc, ise checks, and precision successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer stated that their qc recovery data was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for cl results for 1 patient sample on a cobas pro ise analytical unit. The initial cl result was 118.6 mmol/l. The doctor questioned the result and the customer repeated the sample. The sample was repeated on another pro ise analyzer and the result was 106.1 mmol/l. The repeat result was deemed correct.